Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 304000 lot 171108 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. H3 other text

Event description:
It was reported that during use leakage occurred due to needle not connected correctly with a bd needle 30ga 1/2in. The following information was provided by the initial reporter: the patient was going to perform the application but the liquid leaked because the needle did not fix correctly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred due to needle not connected correctly with a bd needle 30ga 1/2in. The following information was provided by the initial reporter: the patient was going to perform the application but the liquid leaked because the needle did not fix correctly.